Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of peritonitis, hospitalization, treatment and action taken with pd therapy at time of event were not reported. The peritonitis outcome was not reported. On an unreported date, the patient passed away. The cause of death was not reported. It was unknown if an autopsy was performed. It was not reported if pd therapy was ongoing at the time of death. No additional information is available.